Event description:
The ventilator failed the internal leakage test during pre-use check. High pressure alarm was generated during ventilation. (B)(4).

Manufacturer narrative:
Reference exemption #: (B)(4).